Event description:
Patient delivered additional insulin (amount not provided) based on evaluated blood glucose results (values not provided), obtained on the suspect device. Reporter stated that patient subsequently lost consciousness. Emergency medical services were reportedly summoned and upon their arrival, patient was transported to the emergency room. Reporter was unable to provide any details of patient's diagnosis, treatment, or duration of hospitalization. At the time of the event, patient was testing with strips that had been stored outside of the original vial (in the blood glucose monitor's carrying case). Patient's current condition: fine. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.